Event description:
The customer contacted stryker to report that their device was unable to obtain an ECG rhythm. As a result, defibrillation therapy may have been delayed or unavailable, if needed. Another device was used. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customers device and was unable to duplicate the reported issue. The device's therapy cable was replaced as a precaution. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.